Manufacturer narrative:
Device received with constant pump error 38 during rewind. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and pump error. The customer¿s blood glucose level was 536 mg/dl. The customer was treated with manual injection. The customer had symptoms such as nausea and vomiting. It was reported that there was no insulin delivery and had high blood glucose. The customer reported that they had changed the battery and received pump error. The customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the pump. Customer reported they were connected to the insulin pump but delivery failed in the last 24 hours of reported event. It was reported that they were unable to complete the troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.